Manufacturer narrative:
Product analysis: analysis was able to confirm the reported overheating and freezing. A central processing unit (cpu) overheat was recorded in the device event logs. The micro processor unit (mpu) was replaced and the hard drive was re-imaged. Analysis also noted the analog port was not able to have a cable fully inserted into it. The printed circuit board (pcb) attached to the analog port was replaced and calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and the screen was freezing. The programmer was returned for service. There was no patient involvement.